Event description:
It was reported that the tip of the distractors kept slipping off the rod during surgery. It was then discovered that the tip of the instruments was bent. It was started the damage to the instrument might have been present prior to surgery since the instruments were not inspection prior to use. There was no injury or harm to the patient and the case was completed uneventfully.